Manufacturer narrative:
(B)(4). (B)(6). A pcb00 device was returned to the manufacturing site for evaluation and visually inspected under 10x magnification. Scarce ophthalmic viscoelastic (ovd) residues were observed inside the cartridge. The plunger was observed loaded until the black hatch mark as is required as ready position. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No lens returned with the device. The issue reported by the customer was not verified by the inspection. A manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. No non-conformance report was issued during the manufacturing process. The units were released according specification. No other complaints from this product order number were received. Based on the investigation, there is no indication of a product quality deficiency. In addition the directions for use (dfu)were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that once the intraocular lens (iol) was engaged, the plunger scraped along the optic of the lens and the doctor removed and replaced the lens with a new regular zcb00 with no further issues. The issue caused a delay of up to 5 minutes in the procedure but the surgery was successfully completed with no secondary surgery/medical intervention or patient injury.